Event description:
Caller reported malfunction on pump, specifically malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received instructions from technical support on resetting the pump, which resolved the issue, and caller was advised to contact technical support again if the issue reoccurs.